Event description:
It was reported that the customer's is having issues with the needle breaking off when trying to insert the sensor. No additonal informaiton is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)